Event description:
It was reported that the pico 10x20cm which had applied on patient right after surgery on (B)(6) 2020. On (B)(6) 2020 around 5pm, the pico pump device ¿battery¿ signal was alarming, a total new battery was changed to replace. However, the device worked for about 10 seconds and then automatically shut down. The device was not responding and could not be turn on anymore. There was a delayed of treatment for about 2-3 hours. A new replacement unit (full set of pico 7 10x20cm) was sent immediately to hospital for application. Treatment continues and working well thereafter. No patient harm was reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, has been returned and evaluated, visual inspection confirmed no faults found, the functional evaluation found the device failed to pump, a relationship has not been established between the device and the reported events. The root cause identified as no fault found the device had reached its end of life 7 days. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.